Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was damaged. It was noted that there was moisture/corrosion visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no unexplainable pump reboots. The returned battery cap secured to the pump and maintained an electrical connection. The battery compartment was observed to be cracked on the side, extending from the threads to the case seal. There was moisture corrosion observed behind the display lens. The pump was unable to complete the prime steps. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was moisture corrosion found throughout the inside of the pump case. The ¿no power¿ issue was unable to be adequately investigated due to moisture damage and prime issues. Unrelated to the original complaint, the pump case was observed to be cracked near the bottom right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.